Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported ¿joint pain, fatigue, left side itching, hip pain, elbow pain, delayed healing, muscle aches, hormone issues, overactive bladder, acne, hair breaking/splitting, night sweats, hot flashes, memory loss, brain fog, depression, anxiety, changing eyesight. Additionally patient reported ¿pain, itching, capsular contracture, depression, anxiety and sleep issues.¿ this record is for the left side.